Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case cracked behind the pump at the corner of the belt clip rails, serial number label faded, and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin the pump was exposed to fluid. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had a crack but keypad was responsive. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump was returned for analysis.